Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 429 mg/dl. The customer treated with 4.8 units of insulin. The customer's mother indicated that the customer's blood glucose was high because he removed the pump when he played football. The customer declined to troubleshoot for high readings.